Manufacturer narrative:
The information provided in concomitant reporting section with the initial report was incorrect. The correct information has been included with this report. Additional information has been received which was not included with the initial report. The information has been provided with this report. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was in the auto mode during the high blood glucose level incident.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent was reported via phone call that, the insulin pump received no delivery alarms. Customer was taken to the emergency room on (B)(6) 2018 with blood glucose of over 600 mg/dl. Customer has symptoms of diabetic keto acidosis and very thirsty. Customer was treated with IV fluids, juices and manual injection. Caller declined carelink upload. Insulin pump is not expected to return for failure analysis.